Event description:
It was reported the patient had a change in weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken on (B)(6) 2018 during which the ipg was repositioned. Stimulation was restored following the procedure and pain at the ipg site has healed.